Event description:
The user facility reported the sheath "broke-off" into three separate pieces during removal from the superficial femoral artery. The report stated that the detached sections were retrieved and the case was successfully completed with another device. Additional event specific information has not been made available.

Manufacturer narrative:
The involved device was discarded by the user facility, which limits the investigation. Reserve samples were visually inspected and functionally tested. This evaluation confirmed there were no abnormalities or defects on the reserve samples. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. There is no indication that there was any relation to a defect or malfunction of the device. The potential for such an event is addressed in the device labeling by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.